Event description:
Reported as "vanguard (r) returned to me that has a split in the side of the shell." Event further clarified: physician appears to have replaced access port twice due to assumed leak prior to identifying leakage from the band.